Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed as no disposable and the pump would not run during infusion. The cassette was removed twice, but the issue could not be resolved. The medication, adrucil was infused at a programmed rate of 1.9 ml per hour. The remaining reservoir volume was 27.5 ml, and the volume delivered was 60.5 ml. There was no patient harm.